Event description:
It was reported that the customer had an error alarm and it was not able to clear. Troubleshooting was performed. It was stated that the insulin pump had unresponsive buttons and a frozen screen. It was mentioned that the battery was removed and the device rested. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.